Event description:
It was reported the pt's ipg is tilted and protruding. In turn, the programmer and charger are having difficulty communicating with the ipg.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.